Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: hematoma. It was reported that a technician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Post vessel closure, the pt developed a large hematoma, which was relieved with manual compression. This resulted in an unspecified prolonged hospitalization and the pt is reportedly doing fine now. There were no other reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned. The lot number was not identified; therefore, a device history record review could not be performed.